Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.